Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 10 months post implant of this 23mm aortic bioprosthetic valve, the device was explanted and replaced with another 23mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to severe aortic insufficiency. The patient tolerated the procedure well and has had no additional adverse patient effects. If information is provided in the future, a supplemental report will be issued.